Manufacturer narrative:
(B)(4).

Event description:
The physician implanted an assurant cobalt stent in the mid/distal left common iliac artery. The device had been removed from packaging per IFU, inspected and prepped per the IFU with no issues noted. The target lesion exhibited 80% stenosis, little tortuosity and moderate calcification. It was reported that the patient complained of abdominal pain after the procedure. The sheath was still in place so an angio was performed and showed a stent fracture. A non-medtronic stent was used to 'pin up' the fracture stent. The physician felt the stent fracture was unrelated to the abdominal pain. Patient is doing fine post procedure and no further patient complications were reported.